Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that the pacemaker was successfully restored with technical services on (B)(6) 2025.

Event description:
New information received notes that the pacemaker went into a backup mode again. The pacemaker has since been restored and continues to function as usual. The patient was stable.

Event description:
It was reported that the patient's pacemaker was in a backup mode. No intervention was performed and the patient will be brought into the clinic to revert the backup mode. There were no symptoms due to the device in backup and the patient was stable.